Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was something wrong with this right ventricular (rv) lead. As of this time, the lead remains in service. No adverse patient effects reported.